Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h.6.

Event description:
Healthcare professional reported "post-traumatic capsular contracture release following fall. History of capsular contracture.", "fall approximately one month ago from a counter, landing flat on the chest. Reports immediate swelling and heat, unable to touch breasts for weeks. Experienced a sensation of the capsule "peeling off' with certain movements" and "baker I". Later healthcare professional reported "reports a constant grabbing sensation in the arms since the fall". Healthcare professional reported "silicone implants without rupture, minimal fluid collection" . This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported "post-traumatic capsular contracture release following fall. History of capsular contracture.", "fall approximately one month ago from a counter, landing flat on the chest. Reports immediate swelling and heat, unable to touch breasts for weeks. Experienced a sensation of the capsule "peeling off' with certain movements" and "baker I". Later healthcare professional reported "reports a constant grabbing sensation in the arms since the fall". Healthcare professional reported "silicone implants without rupture, minimal fluid collection" . This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, inflammation and visibility/palpability.